Event description:
Pt underwent a procedure for mandible distraction on (B)(6) 2012. Post-operative, the removable extension arm came off the distractor. It is possible the pt laid on it. The surgeon was able to put the extension arm back on the distractor.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.